Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the reported intraoperative type 1a endoleak. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be doing well and has been discharged. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation alto abdominal aortic aneurysm stent. During the initial implant procedure, an intraoperative type 1a endoleak was observed. In response, the physician preformed ballooning, but the endoleak remain unresolved. The physician elected to conclude the procedure and monitor the patient. Patient is reportedly doing well and discharged.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation alto abdominal aortic aneurysm stent. During the initial implant procedure, an intraoperative type 1a endoleak was observed at the final control. In response the physician ballooned the first ring, but the endoleak remain unresolved. The physician elected to conclude the procedure and follow-up with the patient in thirty days to determine the endoleak status. Patient is reportedly doing well and discharged.